Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips and cheeks with 1.6 ml of juvéderm® voluma® with lidocaine and 1 ml of juvéderm® volbella® with lidocaine. Two months later, the patient developed ¿nodules¿ in lips and cheeks that were "significantly worse in the lips." Five days later, the patient was given 1500 units of hyalase® and was started on naproxen. One day later, the patient was treated with an additional 1500 units of hyalase®, again four days later, again two days later, and again five days later. The patient has had 3 courses of ciprofloxacin and has had healite¿ and bioptron® light therapy. The colgout® was discontinued after two and a half weeks as it did not agree with the patient. The juvéderm® voluma® with lidocaine has been easier to dissolve than the juvéderm® volbella® with lidocaine. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00369 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® volbella® with lidocaine.